Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion. Visual inspection found the cause was a damaged downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.